Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-nov-2022. H6: investigation summary : it was reported a unit was received with particulate in it. To aid in the investigation, four samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. Three sample have no defects or imperfections and one sample has embedded degraded resin foreign matter between the 2ml and 3ml markings of the graduation scale. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The photo provided shows the sample received. A device history record review was completed for provided material number 309653, lot number 2153727. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "customer found particulate in one syringe and cannot accept the lot."

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "customer found particulate in one syringe and cannot accept the lot."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.